Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had unexplained high blood glucose. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Caller stated that the insulin pump kept pumping insulin that the customer did not programed and customer's blood glucose dropped to 35 mg/dl nothing further was reported.